Event description:
It was reported that foley catheter had a defective inflation valve. The water leaked from the inflation valve of the foley catheter upon injecting sterile water during a pretest. As per investigator notification received on 10feb2023, stated that this complaint was related to syringe leakage issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. Further investigation is documented. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foley catheter had a defective inflation valve. The water leaked from the inflation valve of the foley catheter upon injecting sterile water during a pretest. As per investigator notification received on 10feb2023, stated that this complaint was related to syringe leakage issue.

Event description:
It was reported that foley catheter had a defective inflation valve. The water leaked from the inflation valve of the foley catheter upon injecting sterile water during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.